Manufacturer narrative:
Device is a combination product. (B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 28 x 2.50 promus premier¿ drug-eluting stent was introduced to the patient. During advancement outside the patient the wire kinked and then snapped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and okay.